Event description:
Once the anchor was inserted into the hole, when trying to reduce the knot, the knot would not slide down. A probe was used to try and release it but was unsuccessful. The suture snapped and the device was abandoned and drill out. A competitors device was used. There was no pt injury noted.

Manufacturer narrative:
No product is being returned for evaluation.